Manufacturer narrative:
Instrument received on 5/9/97, tested per the acceptane criteria. No problem was found. Instrument did not overheat. Tear down of the instrument found nothing to cause or contribute to the reported problem. Possible cause for overheat by user may be excess run time without cooling or not having the bur fully locked in place. Letter is being sent to the customer for review of cautions and instructions in the users manual. The user manual outlines monitoring of instrument for overheat during use and cooling instructions.

Event description:
During 3rd molar extraction it was reported that the #16 and #17 removed. During removal of #32 the instrument overheated and burned right lip, 1st degree burn. Canalog prescribed.